Event description:
It was reported that during an unspecified urological procedure, the grasping forceps failed to open. A graspit urological grasping forceps had been advanced to an unspecified target lesion. While attempting to use the device, it was noticed that the device would not open. The device was removed from the patient and the procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine".